Manufacturer narrative:
E1: patient city : (B)(6) patient country : italy. Establishment name:(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It is reported that the patient experienced leakage issue on (B)(6) 2026. It was stated that the infusion set tubing detachment and infusion set tubing came apart. The detachment was close to the site location. The site was left side of the abdomen.